Manufacturer narrative:
Image review: 11 fluoroscopic images and 16 cine loops of the pre-implant balloon dilation and implant procedure were provided for review. From the provided images, the non-coronary cusp (ncc) implant depth in cusp-overlap-view (cov) appears to be within the tolerance of =5 mm. An impression of a slightly too deep implant remains throughout the deployment, also on the left coronary cusp (lcc) side. An uncorrected strong parallax in the valve¿s inflow-portion can be seen. In a subsequent image, the valve has already embolized. In the provided cine loops and pictures, it is not apparent how the valve could dislodge and embolize upwards from a seemingly slightly low implant position. The patient summary was not provided for anatomical review; therefore, the patient anatomy factors are unknown (e.g. Annulus calcification, which could influence valve dislodgement). As the actual deployment was not recorded, an assessment of the implant technique (e.g. Forward push on the guidewire during final deployment, nose-cone getting caught in outflow crown, etc.) Cannot be performed. The guidewire being deep in the apex during final deployment, providing the valve with too much upwards support and a strong parallax during final deployment, both might have been contributing factors that the valve dislodgement and migration upwards. The skirt of the primary valve came very close to the right coronary artery (rca) and left coronary artery (lca) level and despite this, the secondary valve was implanted through the first one without keeping the primary frame in place with a snare. The primary frame should be held in place, best with two snares. Adverse events that may be associated with the use of the device include, but may not be limited to, the following: bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; malposition (either too high or too low)/malplacement, and prosthetic valve migration/embolization. Prosthetic valve migration/embolization is listed in the device instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Valve migration/dislodgement can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon dilation complications. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a second evolut transcatheter aortic valve was implanted during a valve replacement procedure as the first valve dislodged. Subsequently the second valve was implanted valve-in-valve. The patient was monitored in intensive care and was reported to be doing well. No patient complications have been reported as a result of this event. Additional information was received that no balloon dilation was performed and a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic.

Manufacturer narrative:
Corrected information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a second evolut transcatheter aortic valve was implanted during a valve replacement procedure as the first valve dislodged. Subsequently the second valve was implanted valve-in-valve. The patient was monitored in intensive care and was reported to be doing well. No patient complications have been reported as a result of this event.